Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Open sigmoid for perforated diverticulitis, hartmann¿s, colostomy takedown did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? (B)(6) describes the removal force as ¿excessive¿. More force had to used than normal. What healthcare professional fired the device and what is his/her experience with the device? A private cst who routinely fires these staples for 20 general surgeons. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Orange indicated was 2/3 of the way down. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes. They were complete. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? Septic shock. Confirmed with a barium enema. What was observed at the site of the leak upon reoperation? A hole. No ischema. No tension. How was the leak addressed? Oversewed the staple line. Diverted. What is the current status of the patient? Colostomy. Not recovered yet.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Event description:
It was reported that the ecs29a was difficult to remove from the colon after it was fired. Doctor leak tested with air and no bubbles were present. The next day the patient leaked. On thursday, when the patient was brought back to surgery to repair a leak at the staple line. Doctor stated the bowel was not ischemic and that a quarter of the anastomosis was ¿effected¿. By ¿effected¿ meaning leaking.